Event description:
It was reported that the right ventricular (rv) lead showed low impedance and oversensing. Reprogramming was attempted, but it did not improve the function of the lead, and the settings were returned to original programming. The physician ordered a chest x-ray. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5554-45 lead, implanted (B)(6) 1999. (B)(4).